Manufacturer narrative:
All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The device is part of the advisory for this model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, in segments, analyzed and the proximal conductor fractured. It was noted that the distal conductor was distorted, the defibrillation conductor was distorted. There was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, there was an outer tubing environmental stress cracking breach/breach (non-electrical), there was a white substance on the exposed defibrillation coil, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism.

Event description:
An allegation from an attorney indicated the patient is deceased.